Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014, inratio: 3.6. Date (B)(6) 2014, inratio: 3.2, poc: 5.2, 5.6. Time between tests: 30 minutes between inratio and first poc test, less than 5 minutes between the 2 poc tests. Therapeutic range: 3.0 - 4.0. Coumadin dose was lowered on (B)(6) 2014 due to poc inr reading. Patient self tester reports not using the first drop of blood for testing.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, retain testing was performed during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. No product deficiencies were observed. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Additionally, the customer has lupus. The customer's current health status cannot be ruled out as a possible root cause for the unexpected inr results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time.